Manufacturer narrative:
Medical devices: 310f29 valve, implanted: (B)(6) 2004; a4dr01 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.